Manufacturer narrative:
Per the customer, qc before and after the event was within established specifications. A field service engineer (fse) was dispatched for this event on (B)(6) 2011. The fse found bubbles in the reagent and chemistry cartridge (cc) syringes and replaced the syringes. Although hardware was replaced, the root cause is unknown to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining one false glucose (glu) patient result that was generated by the synchron lx I 725 clinical system. The patient's original result read 40 mg/dl. Upon repeat, of the same sample, on the same instrument, produced a result ranging from 70 to 80 mg/dl and was reported. The customer did not provide the actual result for the repeat testing. No erroneous results were reported out of the laboratory. Patient treatment was not affected in this event as the customer reran the sample and verified prior to reporting the result.